Event description:
It was reported that during an unknown timing the hose failures as air hoses leak air and intermittently fail to power the dermatomes. There is no harm or delay reported. Due diligence is complete as there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - ireland.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Additional information confirmed that the on-site sterilization department had been placing the air hoses through an automatic wash process and fully submerging them in fluid. This is directly against the instructions for use (IFU) which states they must be hand washed avoiding submersion. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.